Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported issue of smoke smell. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported event could not be verified during the evaluation of the homechoice device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient smelled smoke while using a homechoice device. The patient stated that when they were disconnecting, they heard the homechoice make a popping sound and suddenly smelled smoke. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.